Manufacturer narrative:
Additional information provided in h.3., h.6. And h.11. A sample was not received at the manufacturing site for evaluation for the report of a scratched lens by injector; therefore, the condition of the product could not be verified. The reported product¿s lot number was not reported, preventing lot number specific reviews for similar complaints or nonconformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. Based on the evaluation of the information received, the investigation was unable to identify the root cause or origin of the reported event. While the root cause and its origin are inconclusive, the following factors outlined in the reported product¿s instruction for use (IFU) could potentially contribute to an outcome similar to the reported event. The IFU states that the handpiece must be inspected prior to each use to confirm it is free of damage. It further emphasizes that if the handpiece¿particularly the plunger tip¿appears damaged, bent, or otherwise unfit for proper use, it must not be used. In such cases, users are instructed to contact company immediately. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A pharmacist reported that during an intraocular lens (iol) implant procedure, after its deployment in the patient's anterior chamber, the surgeon noticed that the implant was scratched. The iol was exchanged for unspecified company lens during initial procedure. There was no patient harm. Additional information has been requested, received and stated lens folding was performed according to the surgeon¿s recommended procedure. Visual inspection on the instrument table did not allow detection of the defect. Company injector causing the scratch could not be ruled out, hence both the injector and the cartridge were changed for the placement of the second implant.